Manufacturer narrative:
H3: the pipeline flex device was returned for analysis stuck inside a phenom 27 catheter. The pipeline flex device was partially deployed from the phenom 27 catheter. The tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The hypotube was found to be stretched. The braid¿s distal end was not open and frayed with dried blood, while the proximal end was open and frayed with dried blood. No kinks or bends were found on the pusher wire. No other anomalies were found. The pipeline flex device was removed from the phenom 27 catheter lumen without issues. Based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at proximal¿ report could not be confirmed, as the returned pipeline flex braid¿s proximal end was open and frayed with dried blood, while the distal end was not open and frayed with dried blood. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, a damaged braid, and the user deploying the braid in the vessel bend. In this event, the customer stated that the vessel tortuosity was moderate. A damaged braid or the user deploying the braid in the vessel bend could have contributed to the issue with the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, advancing/re-sheathing the braid against resistance, or deploying or re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the damage noted on the braid (fraying) and hypotube (stretched) indicates that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline middle/ proximal section failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in c6 with a max diameter of 6 mm and a 5 mm neck diameter. The landing zone was 3.5 mm distally and 4.0 proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Pru level was normal. Angiographic result post procedure showed the left internal carotid artery aneurysm. It was reported that the pipeline stent was deployed, and the tip opened well, but it flattened at about 3/4 of the tail end. Multiple attempts failed to open it. The surgeon was worried that the balloon would not be able to expand after deployment, so it was replaced with the stent of the same model. The pipeline was positioned in the proximal part of the bend, more than 50% of the pipeline had been deployed when it failed to open. It was resheathed more than 2 times. A wire was used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d9 h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was that the proximal end of the stent was flattened and could not be opened. Despite multiple attempts, the stent remained unopened, and for the patient¿s safety, it was replaced. The section of the pipeline that did not open was between the middle and proximal end.